Manufacturer narrative:
The tandem t:slim pump user guide indicates that: the t:slim insulin delivery system is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer blood glucose (bg levels were at 91 mg/dl, and appeared to be dropping. Customer had been on the pump for 2 days, and believed that they miscalculated carbohydrates when delivering a bolus. Low bgs were treated by drinking milk.